Event description:
It was reported that the patient received inappropriate shocks, not isolated to a single episode, due to a potential right ventricular (rv) lead fracture. Reportedly, the rv lead has showed noise during isometrics and electrical testing showed both low pacing and high shocking impedance measurements out-of-range. A lead revision will be planned for this product, and rv therapy was turned off in the meantime. Eventually, this rv lead was explanted, replaced and it is not expected to be returned for analysis as it was damaged and disposed. No additional adverse patient effects were reported.